Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was turned off because exposed to moisture. The customer¿s blood glucose was 8.8 mmol/l. Customer states they do hear fluid when shaking the pump. Customer states they see fluid under the screen. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify unexpected battery power loss due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.